Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the contact requested and delivered a 12 unit bolus of insulin to the customer and the customer's blood glucose (bg) level dropped to 80 mg/dl. Contact believed that she had requested and delivered too much insulin. During the report to tandem technical support, customer's bg level had improved to 107 mg/dl. There was no reported treatment.